Manufacturer narrative:
This report is submitted on july 26, 2023.

Event description:
Per the clinic, open circuits were noted on 14 electrodes. Explant is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 30, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on august 29, 2023.